Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while the patient was on the unit, "check vent: blower temperature high" alarm sounded. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported blower temperature high issue. There were no faults found with the blower assembly. However, e/c 1122 - (check vent: blower temperature high) occurred in the drpt error log. The manufacturer¿s international service technician replaced the blower assembly to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem.